Event description:
Cpm was set to flex at 30 degrees extension at 0 degrees, no timers set. After properly functioning for a 1 jr and 20 mins, it stopped and would not go down from a 30 degree flex. Message screen said "the range" or angle was too small". Flex angle increased to 35 degrees then put it back to 30 and it functioned properly without pt. Removed from svc.